Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d9, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation it is likely the alleged failure "camera broken. When scope is flexed, image goes black" is due to the flickering when angulated. The most probable cause of this complaint is a random component failure without any design or manufacturing issue. The root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a broken camera and when the scope was flexed, the image went black. The issue occurred during therapeutic, airway exam. A delay of 1 minute was reported and the procedure was completed with a similar device. There were no reports of adverse health consequences and no patient harm.